Event description:
The patient experienced withdrawal and was hospitalized with flushing, burning in extremities, nausea and diarrhea. The healthcare professional (hcp) planned to interrogate the pump. They did an x-ray of the lumbar area; the catheter looked fine. The patient was doing better per the hcp. The patient was receiving IV morphine sulfate. The device system was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.